Manufacturer narrative:
Upon revision the device manufacture date was changed from 09/01/2004 to 03/01/2004.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the tubing had become disconnected from the blood sampling valve (bsv). The fse reconnected the tubing, which repaired the leak and the errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The instrument was generating heater stain errors when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.